Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 77618be00. A review of tracking and trending for the alinity I hiv ag/ab combo assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 77618be00 and the complaint issue. In-house testing of a retained reagent kit of complaint lot 77618be00 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to the results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, the alinity I hiv ag/ab combo reagent lot number 77618be00 is performing as intended. No systemic issue or deficiency of the alinity I hiv ag/ab combo reagent was identified.

Event description:
The customer reported false nonreactive alinity I hiv ag/ab combo results generated by the alinity I processing module for a 63-year-old female patient. The results were inconsistent with the autobio platform. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I hiv ag/ab combo result: 0.03 s/co (nonreactive), 0.03 s/co (nonreactive) autobio platform: 300 s/co (positive) colloidal gold: negative roche platform: negative no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p07-87 that has a similar product distributed in the us, list number 8p07-21 / 31, with PMA number p090080. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false nonreactive alinity I hiv ag/ab combo results generated by the alinity I processing module for a 63-year-old female patient. The results were inconsistent with the autobio platform. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I hiv ag/ab combo result: 0.03 s/co (nonreactive), 0.03 s/co (nonreactive). Autobio platform: 300 s/co (positive). Colloidal gold: negativ.e roche platform: negative. No impact to patient management was reported.